Event description:
On (B)(6) 2012, the physician performed coil-embolization on the patient with jailing performance through the pca - ba. The physician placed an enterprise stent 4.5mm x 22mm to the left pca-ba. He then inserted the px400 catheter into the stent, but the px400 catheter dropped down slightly. The physician tried to up the px400 catheter with chikai 14 wire guide slightly. When angiography was performed, he confirmed the leakage of the contrast agent outside the aneurysm (extravasation of the basilar artery aneurysm) (sah). Therefore, lowering the blood pressure of the patient, neutralize the heparin and coil embolization within the aneurysm. It was stopped bleeding after 2 hours from leakage. Due to ventricular drainage and hematoma removal, the patient was migrated to the operations. Doctor's comment : I do not know either of px400 micro catheter or guide wire, is how did penetrate the wall of the aneurysm.

Manufacturer narrative:
Conclusion: vessel perforation and hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Discarded by hospital.